Manufacturer narrative:
Initial reporter occupation: sr. Clinical risk advisor - product quality & safety. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle 27g x 1 1/4 in. Experienced foreign matter contamination and needle penetration through the shield. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 305136 batch no: 9269942. Type of incident/problem: defect (detected before use). Level of harm: no apparent harm - reached patient/person, inconvenient when md opened package for needle, noted that the needle 'looked odd'. Set aside and obtained another. At the conclusion of the procedure, handed the item to me. Needle connected to hub has appearance of glue on it and has another needle attached. Poses a high risk of needlestick injury as second needle is puncturing cap of the needle. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time.

Event description:
It was reported that the bd precisionglide¿ needle 27g x 1 1/4 in. Experienced foreign matter contamination and needle penetration through the shield. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 305136 batch no: 9269942 type of incident/problem: defect (detected before use) level of harm: no apparent harm - reached patient/person, inconvenient when md opened package for needle, noted that the needle 'looked odd'. Set aside and obtained another. At the conclusion of the procedure, handed the item to me. Needle connected to hub has appearance of glue on it and has another needle attached. Poses a high risk of needlestick injury as second needle is puncturing cap of the needle. Who was affected? No person affected unexpected or prolonged care? No frequency of problem: first time.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/23/2020. H.6. Investigation: the photo provided shows the needle assembly with a plastic shield, the double needle. And the needle that belongs to the part has white epoxy on the needle. One sample was received and evaluated. It has the plastic shield. The extra needle is held by the epoxy drip over on the needle. A potential root cause is associated with needle assembly process. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic hub is assembled. In this case, the misfeeding of the cannulator may have induced to have the double needle and the epoxy on the needle. Based on the investigation and the sample analysis, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches.